Event description:
It was reported that the cartridge was leaking from the septum. Additionally, it was reported that the cartridge was damaged at the canister. Customer loaded a new cartridge to address the issues. Customer¿s blood glucose (bg) value was 500 - 600 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned .